Manufacturer narrative:
Initial reporter address 1: (B)(6). The ams 700 momentary squeeze (ms) pump was visually inspected. There was a leak at the pump strain relief kink resistant tubing (krt) cylinder junction due to fatigue. The damage tubing was removed. The pump was functionally tested and failed deflation test and failed the 8 lb. Activation test. The pump therefore required more than 8 lbs. Of force to activate. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had a pinhole leak in proximal cylinder body attributed to wear at fold; hole in the outer tube was present. Both cylinders had wear at fold in cylinder body. Both cylinders were not pressure test due to leak was identified.

Event description:
It was reported that the patent underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device no longer working that started around (B)(6) 2020. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. During the explant procedure the physician observed fluid loss from a hole in the tubing and the tubing was broken/ripped. The patient is expected to fully recover following the procedure.